Manufacturer narrative:
The plant investigation is in process. A supplement medwatch report will be submitted upon the completion of this activity.

Event description:
The biomedical technician at the user facility reported that a 2008k2 hemodialysis (hd) machine was pulled from the floor for a flow motor issue. The biomed replaced the flow motor, and then the system was placed into heat disinfect. A burning smell emanated from the unit. The biomed performed a visual examination which traced the smell to burn damage, a small, one inch scorch mark, to ic21 on the actuator test board (reference MDR ID # 2937457-2017-00055). The biomed replaced the actuator test board and the machine initially ran fine; however, once the unit was placed back into heat disinfect, ic33 of the new actuator test board was burnt. Further examination revealed damage to the temperature sensors; the wire covering was flaking off which is believed to be the cause of the heat damage to the actuator boards. The biomed replaced the temperature sensors and the actuator board to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. Follow-up was received which indicated there were no visible flames or smoke; only the burning smell was noted and the visual evidence of excessive heat (charring) to the actuator test boards was observed. No patient was connected to the machine at the time of the incident. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer provided follow-up which revealed that ic33 of the actuator test board was burnt. Further examination revealed damage to the temperature sensors; the wire covering was flaking off which is believed to be the cause of the heat damage to the actuator board. The biomed replaced the temperature sensors and the actuator board to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.